Event description:
Per the customer, during pre-use inspection an unknown substance was leaking out from the device.   No medical intervention and no adverse consequences were reported with this event. As this event occurred during pre use testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per the customer, during pre-use inspection an unknown substance was leaking out from the device.   No medical intervention and no adverse consequences were reported with this event. As this event occurred during pre use testing at the user facility, there was no patient involvement and no delay to a surgical procedure.